Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional, and it was determined further review would not enhance the investigation. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is: - mechanical (g04) - femur.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a patient was revised approximately two years three and a half months post implantation due to pain and instability. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). D10-medical product articular surface fixed bearing constrained condylar knee (cck) left 14 mm height item# 42512800714 lot# 64751550 g2- new zealand h3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.